Event description:
The customer's mother reported via phone call that the insulin pump's screen was not readable. A black line was in the middle of the screen. The customer fell. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform the displacement test due to display anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and missing end cap sticker.